Event description:
It was reported that a mobile power unit(mpu) malfunctioned and it was returned.

Manufacturer narrative:
Patient weight: not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: stuck pins inside the mobile power unit (mpu) cable connector were confirmed. There were no log files submitted for review. During the evaluation of the returned mpu, serial (B)(6), it was noted that the patient cable had four stuck controller pins in positions 5-8 of the white patient cable connector. Due to difficulty removing the pins, the patient cable was replaced to continue with testing. The system powered up as intended and passed all tests. Preventative maintenance was performed and the unit was returned to the rental pool. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The instructions for use (IFU) states in the ¿guideline for power cable connectors¿ section to line up the half circles inside the connectors and gently bring the connectors together, turning them slightly to make the connection. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate 3 instructions for use states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.